Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings:investigation revealed that the the bolus button was responsive. The reported issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.